Manufacturer narrative:
Correction: e4 was inadvertently omitted on the initial manufacturer device report. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported their automated impella controller (aic) presented with a controller error. No patient harm has been reported.

Manufacturer narrative:
Correction: e4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.